Event description:
Part of mesh coming through navel, after belly button hernia. I'm told that there is no way to help with this sharp point sticking out of my navel, it has come through the skin. Dates of use: (B)(6) 2011.